Manufacturer narrative:
A review of the DHR, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Pending further information from representative and rescheduled explant date.

Event description:
Nurse reported a prometra ii pump with a volume discrepancy at the first refill. The expected volume was 0mls and 20mls were aspirated. The patient reportedly had no recent MRI exposure. It was reported that the patient fell the night they were implanted, after the surgery but before the pump was turned on. The patient then fell for a second time, a week after the implant, resulting in a large hematoma over their pump site. The patient was hospitalized and diagnosed with very low potassium levels. Representative reported that the implant procedure was followed and there were no complications that arose during the implant surgery. A cap study performed on (B)(6) 2020 showed a patent catheter with no kinks or occlusions. Per follow-up, the nurse reported that they believe there was a pump malfunction, but they cannot confirm that the pump was necessarily the cause of the fall. Nurse reported that the patient could have gone through withdrawal, some confusion leading to fall(s), nausea, vomiting, and low sodium levels. Nurse confirmed that the patient has low sodium levels, not potassium levels as initially reported. The patient was supposed to come in on (B)(6) 2020 for a new pump but their blood levels were off, therefore, they will reschedule. Currently, the patient will be scheduled for pump revision and is on oral medication. The pump was not refilled at the time of the alleged volume discrepancy. Nurse confirmed that the pump will be made available for return upon explant.

Manufacturer narrative:
Additional information: g1 (second address). A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. As the device was discarded, it was not returned for additional evaluation and investigation. As additional physical investigation was not performed on the device, a definitive root cause could not be determined. Internal complaint number: (B)(4).

Event description:
Additional communication confirmed that the patient's pump was explanted and discarded on (B)(6) 2020.

Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
Prometra ii pump 20ml. Was reported with a volume discrepancy - underinfusion at first refill. The patient has had no recent MRI exposure. Patient has not received any pain relief. On 01/09/2020- it was reported that the patient fell the night she was implanted, after the surgery but before the pump was turned on. The patient fell for a second time, a week after the implant, resulting in a large hematoma over their pump site. Patient was hospitalized and diagnosed with very low potassium levels..